Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 40 mg/dl and 350 mg/dl and current blood glucose was good. The blood glucose could go up to 300 mg/dl to 350 mg/dl. Customer treated high blood glucose with the pen. Based on customer report proceeding in troubleshooting per customer alleging possible pump under and over delivery. Customer advised that, sometimes he would get up to 250 mg/dl. Customer has been experiencing low blood glucose for about a month. Performed displacement test and no reservoir detected. Customer was unable to upload to care-link at this time. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The sensor, insulin pump and reservoir will not be returned for analysis.